Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. The evaluation of the monitor was unable to duplicate the service code 104/dl code 203. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The following factors could not be ruled out as potential contributing sources (per cause and effect diagram 90e0012_a07_revfi) to the reported problem. The factors are: sd card not seated in monitor while in the field. The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the electrode belt was found to have an intermittent ECG "a" and "b" cable. The root cause for the intermittent cable was excessive force.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of one shock on (B)(6) 2021. It was reported that the patient was at home at the time of the treatment event. The patient's ECG rhythm at the time of the treatment is unknown. The patient was receiving sd card faults on the days prior to the event. The response buttons were not pressed during the treatment event. The patient continued wearing the lifevest.